Event description:
Healthcare professional reported implantation of seri with a concomitant cohesive silicone gel breast implant during a right breast revision reconstruction. "The patient presented with the sudden onset of severe, aching pain over the entire right breast 3 week post-op. She also had a rash which was consistent with contact dermatitis but she had no itching. She also had swelling. No symptoms on the other side. She's had an implant infection in the past and said this felt the same. She was given 10 days of clindamycin and 10 days of augmentin. She had chills and malaise, but no fevers". The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding the event and product details has been requested. No additional information is available at tis time. The events of infection, edema skin rash, and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because medical intervention was required, although device-relatedness has not been established.